Event description:
A report was received that the patient had difficulty charging her ipg. Troubleshooting was attempted but was unsuccessful. The bsn sales representative suggested an ipg replacement.

Event description:
A report was received that the patient had difficulty charging her ipg. Troubleshooting was attempted but was unsuccessful. The bsn sales representative suggested an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a battery replacement and was doing fine after the procedure. Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was out of the expected range. Depletion rate with stimulation turned off is slightly higher than expected. The analog integrated circuit (aic)damage resulted in rapid battery depletion of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic (physician's implant manual 9055940-001). It was reported that electrocautery was used during the implant procedure..